Event description:
The company was informed that during initial implantation, the pt experienced a csf gusher. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.